Manufacturer narrative:
Section d4: during processing of this incident, attempts were made to obtain complete device information. Section d4: unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported during a surgical procedure, the patient's lead broke at the site of the ipg upon replacement. Patient underwent surgical intervention wherein the broken lead was explanted and replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.